Event description:
Per the clinic, the patient was seen in the ER (date not reported). The patient reported that he attempted to change programs with the remote assistant, and lost consciousness. It was also reported that the patient experienced abnormal sound quality and subsequent performance decrement, (B)(6) 2012. The patient has not used the device since the incident. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2012. The patient was reimplanted with a new device during the same surgery.this report is filed (B)(4), 2012.